Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the optics of the camera head did not hold in the adapter. There were no reports of patient involvement.

Event description:
It was reported that the event was found at reprocessing.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Please see also section b5 for the updates (event found at) and e1 (phone no.) Obtained from customer response follow up. The device was returned to the regional repair center for inspection and the reported failure was confirmed. The repair center was able to confirm the customer failure and determined that the coupler is defective. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the coupler was defective. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.